Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) evaluated the system and identified the issue was related to the lamp module and replacement of the lamp module resolved the issue. The illuminator was not replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the customer experienced recurring 48238 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted troubleshooting multiple times, however, the issue persisted. At that time, the isi tse advised the customer to use a third party illuminator to continue the procedure. The planned surgical procedure was completed with an alternate light source and no patient harm, adverse outcome or injury was reported. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.